Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation of the incident device found it to function normally and within specifications. No conditions were identified that would have caused or contributed to the reported event.

Event description:
The customer reported that once positioned in the patient, the electrode did not work. There was a delay of more than 30 minutes while a new electrode was obtained. The new electrode was used to complete the procedure without any further problem. There was no patient injury.